Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had water leakage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and in addition, the following reportable malfunctions were identified during the device evaluation: cable melt mark and image distortion. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h4, h6, h11.

Event description:
No additional information received from customer.